Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 8000 cobas ise module when compared to a different cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 146 mmol/l.. The customer stated that they had ise calibration and qc issues that prompted the repeat of the sample. Repeat result: 137 mmol/l (tested on another cobas ise module). The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The na electrode lot number was v5893. The expiration date was not provided. The customer stated that the na electrode was installed on 04-may-2024. The customer also stated that they found moisture on the electrodes and bubbles in the syringe. The field service engineer (fse) found no issue. He replaced the o-ring seals on the ise block assembly as a precautionary measure. He then cleaned all electrodes and ise block interiors. The fse performed an ise check and it was successful. The customer performed calibration and qc and they were successful. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the qc was within range prior to the event. The calibration traces showed multiple cal e errors on the day of the event. The field service engineer checked the instrument and found it performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.